Manufacturer narrative:
No product was returned to assist in our investigation. Based on the info provided, it is feasible to suggest the device encountered resistance beyond its design. However, we have seen this type of failure occur when the .018 wire guide has inadvertently come into contact with the bevel of the needle during withdrawal and/or manipulation. This device is inspected 100% for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections prior to transport by our qc dept. We state in our instructions for use booklet that is provided with this product to "slide safe-t-j wire guide straighter (positioned on distal tip of wire guide) over "j" portion of wire guide. Pass straightened wire guide through needle: advance wire guide 5-10 cm into vessel. If straight wire is used, always advance soft, flexible end through needle hub and into vessel. If resistance is encountered during wire insertion, do not force wire guide. Withdrawal of wire guide through needle should be avoided; breakage may result." The appropriate individuals have been notified of this matter and we will continue to monitor for similar reports.

Event description:
Physician found a wire inside the venous system from inferior to superior venacava. The wire could not be removed intact and was removed in multiple sections. No ill outcome to pt.